Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The complaint for valve does not seal on annulus, significant leak flow observed (pvl) was confirmed objectively through imaging evaluation. No manufacturing non-conformities were identified from the imaging evaluation. Available information suggests procedural and imaging related issues may have contributed to the reported event as detailed in the proposed root cause. However, a definite root cause is unable to be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
Edwards received notification of an evoque valve in tricuspid position where a post procedure echo, on an unknown date, showed a moderate paravalvular leak. On post-operative day (pod) 198, it was reported that the patient's symptoms had worsened. Patient was experiencing lower extremity edema and challenges to walking. On (pod) 238, patient was admitted for tricuspid valve (tv) pvl closure with two ventricular septal defect (vsd) occluder devices.